Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that label printer was not worked. A technical support specialist confirmed that issue was resolved by customer. Serial number, UDI and manufacturer date were kept blank and requested tsc for the affected device serial number, since the mentioned asset info was "pyxis es it infrastructure". The system functioned as intended after customer resolved the issue.

Event description:
It was reported by the customer that a pyxis medstation es system label printer was not worked, which caused delay in dispensing the medication. There were no adverse events or injuries reported based on this incident.